Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus. Although there were non-reportable (non-pae) defects noted, there were no reportable (pae) device defects observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the nonconformity (insufficient angulation) could have affected occurrence of the suggested event. However, any nonconformity to cause insufficient angulation was not found from the subject device and a root cause of the suggested event could not be identified. The event can be detected/prevented by following the instructions for use which state: ¿operation manual: 3.3 inspection of the endoscope: inspection of the bending mechanisms¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope was being used for a diagnostic colonoscopy and the clinician removed the scope to test the angulation. The patient was under anesthesia. It took an additional 30 minutes for the clinician to troubleshoot the angulation while the patient was under anesthesia. The procedure was completed with a similar device. It was reported there was no harm to the patient.